Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a black screen found during device power up while initiating novum syringe software update (v2.1.4) from over-the-air (on-restart) distribution from iqe. There was no patient involved. No additional information is available.